Event description:
A medtronic representative reported an alleged inaccuracy during a navigated spinal fusion. Navigation was confirmed accurate at the beginning of surgery. The site then took two o-arm spins which transferred to the navigation system without issue. After the spins, the site place re-tractors in the patient and retracted the anatomy as needed. After the retractors were placed and used, navigation was then noted to be allegedly 5mm off in the cephalic direction. The rep stated the force of the retractors on the anatomy may have moved the frame, thereby causing the inaccuracy. The surgeon decided to continue the surgery without use of navigation. There was no impact on the patient outcome.

Manufacturer narrative:
Based on the description, the frame to patient orientation was suspected to have changed, which would cause an inaccuracy. A medtronic representative went to the site and tested the system. It performed accurately. The system is functioning as designed.